Manufacturer narrative:
Alleged injuries were related to the traffic accident.

Event description:
It was reported that an ambulance was involved in an automobile accident. There was a stryker cot on the ambulance at the time which was being used to transport a (B)(6) boy. Minor injuries, related to the accident, were reported. There was patient involvement and adverse consequences reported.